Event description:
Device report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: there was a device failure: sent in for repair. Oscillating saw attachment stuck to drill during the operation. A spare was used, no further delay/ harm to patient. No delay in surgery. Spare device available. Spare attachment used. No details. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: cfxc (seized, jammed, heavy moving) probable cause code: edv (normal wear). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 05/07/2007. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.